Event description:
Related manufacturer reference number:2017865-2025-00227. Related manufacturer reference number:2017865-2025-00228. It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. Pacing failure began to occur, reducing the patient¿s rate to 30 bpm and the device was unable to interrogate. Clinical engineer informed that although interrogation was not possible, the rate had risen to about 70 bpm, and it was suspected that the device had been entering backup vvi mode. After that, the hospital recommended the patient to replace the device, which was refused, and the temporary pacing catheter was also refused. And then, pacing failure was confirmed again. The patient died in the early morning of (B)(6). Further information was requested however, was not provided.

Event description:
New information noted that there were no complaints or defects against the leads.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.